Manufacturer narrative:
H6 type of investigation code was updated.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a damaged rinse tubing. He replaced the tubing and performed checks. The investigation determined these service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. The initial result was 203 mmol/l. The repeat result was 141 mmol/l. This result was believed to be correct and reported outside of the laboratory.